Manufacturer narrative:
The master tool manipulator (mtm) was analyzed. In logs, the error 23013 was found indicating pot to encoder fault on the mtm axis confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed where sine cycle test was found to be failing on the mtm axis 1. Once testing was completed, the axis 1 motor was tested and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to sensor errors pertaining to the axis 1 motor of the mtm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that an error 23013 occurred on the left master tool manipulator (mtml) axis 1 of the surgeon side console during system boot-up for next day's procedures. A hard power cycle did not resolve the issue. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.